Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their stimulator hadn't been working for a while and the issue began probably over a year ago. Patient stated they believed both their wires had moved down 2 levels and they had to have surgery to get it fixed. Patient needed an MRI tomorrow and the controller didn't go into MRI mode and it looked like the data was erased. During the call controller was at 100% and implant was at 70%. Patient was full body compatible. Agent redirected patient to their hcp to address the issue. Agent offered physician listings but patient stated they already had some (agent understood this as listings).